Manufacturer narrative:
(B)(4). Multiple MDR reports were submitted for this event. Please see reports: 0001825034 - 2017 - 07209. 0001825034 - 2017 - 07210. 0001825034 - 2017 - 07211. 0001825034 - 2017 - 07212. 0001825034 - 2017 - 07213. (B)(4). Concomitant products: 423924 ultra-drive 9.5mm helical tip, lot 764230. 423924 ultra-drive 9.5mm helical tip, lot 764230. 423838 ultra drive 120mm tip extender, lot 427370. 423838 ultra drive 120mm tip, lot 367150. 423872 ultra-drive 9.5mm disk drill, lot 055650. 423936 ultra-drive iii handpiece, lot 42695. 423936 ultra-drive iii handpiece, lot 42698. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the ultra-drive did not perform as intended. Subsequently, the disposable instruments fractured while attempting to remove the cement plug. A femoral osteotomy was ultimately performed to remove the cement plug. Surgery was delayed 31-60 minutes. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Minor surface scratching and scuffing was observed on the shaft and tightening notch of the extenders. Each extender is fractured at the base of the arrow etched into the distal end of the instrument. No other significant damage was observed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.